Event description:
Vascular occlusion, blanching on the right cheek [vascular occlusion] . Rha4 in temple area [off label use] . Case narrative: united states report received from a health care provider via company representative on 02-mar-2024 with additional information received on 05-mar-2024 and refers to a 44-year-old caucasian female patient, who has received rha 4 for an unknown indication. The patient's medical history was not provided. The patient received rha 3 on 01-mar-2024 for an unknown indication at an unknown injection site. On (B)(6) 2024, the patient received a volume of 0.5 ml of rha 4 in the temple area via a cannula (lot# 22502el0, expiration date: 16-dec-2024). The injections were placed superficial and above the fascial tissue plane. On (B)(6) 2024, the patient experienced blanching on the right cheek which was diagnosed as vascular occlusion. The first signs of vascular occlusion were posterior to the injection point and spreading to the cheek. After that, the cheek blanched and this was observed within 2 minutes. The injector checked the cap refill, which then initiated the use of hylenex (hyaluronidase human injection) at a dose of 16 vials within 5 minutes. The patient was flooded in the affected areas and the capillary refill had returned after being injected. The patient was at the clinic for 2 hours being observed and treated. She also received asa (acetylsalicylic acid) 325 mg, orally, once; warm compresses and massage to the affected area. The following day, the patient's condition seemed to be getting worse, and the patient's blood flow was observed while performing hyaluronidase treatment in the area. It was reported that the patient will receive treatment with hyperbaric oxygen to the affected area. At the time of this report, the outcome of the event was resolving. The intensity of the event was not reported. The product was available for return. Health effect ¿ device code: e2328, obstruction/occlusion. Health effect ¿ device code: a2304, off-label use. Case comment: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.